Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2016 reporting that the patient had been helped over the phone by the patient services representative. It was reported that ¿it would be nice if they could have put the lead in the right side but no such luck.¿ it was reported that the patient needed/desired stimulation therapy on the right side but the health care professional (hcp)s have been prescribing medication for their pain. It was restated that medication was used to resolve their pain and the patient was going to talk with their hcp about using a pain patch.

Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A patient reported her stimulator is sending vibrations to the left side, not the right side "because of lack of being able to feed the wire up". They reported it was vibrating badly to the left side and down the leg. The patient reported she had concerns that maybe the lead had moved. The patient was instructed in decreasing stimulation and the overstimulation was resolved with comfortable stimulation. It was discussed that the patient may need to manually decrease amplitude when lying down and the patient tried lying down during the call and reported she could feel the stimulation sensation more strongly but it was no painful. The indication for implant was post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.